Event description:
It was reported during use of bd vacutainer® urine analysis preservative tube, foreign matter(a spider) was found inside one sample. A new urine sample was obtained. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Visual examination of the photos was performed and revealed fm; it appears to be a spider in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1.initial reporter facility name: (B)(6) . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® urine analysis preservative tube , foreign matter(a spider) was found inside one sample. A new urine sample was obtained. There was no health impact or consequences reported.